Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
It was reported that when the customer used the suction catheter, the sleeve deflated. The customer was unable to pull back on the catheter, and then noted that the catheter had become detached from the thumb valve. Loss of ventilation to the patient resulted in elevated heart rate (hr 120) and oxygen desaturation (spo2 80%). The oxygen concentration in the air was increased and the patient recovered from the temporary distress. This event occurred on day six of the use of this particular catheter. The user was aware that the catheter is labeled to be replaced every 24 hours, but it was normal procedure to use them longer for certain high risk patients where the staff felt that the risk of respiratory distress during replacement of the device would be too great. No further information has been provided at this time.

Manufacturer narrative:
One used sample was received without original packaging for evaluation. Visual examination revealed that the tubing was detached from the bushing. The protective sleeve was cut away to gain access to the bushing, which was examined under magnification. There was visible portion of the catheter tube still inside the bushing. The edging of the tubing was flush with the end of the bushing, and the edge also had a jagged appearance. The detached portion of the tubing was also examined under magnification. The edge was noted to also be jagged. On both sections of the tubing, striations are present, which are possible kerf marks. Sample evaluation confirmed the failure reported, however the failure could not have originated within the manufacturing area. Based on the condition of the returned sample, the root cause of the event is most likely user related. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).